Event description:
It was reported that the customer received a motor error alarm and no delivery alarm. The customer's blood glucose was 328 mg/dl. The customer stated he was sick and had ketones and that the no delivery alarm was occuring at the time of the call. The customer also stated that the insulin pump made an abnormal sound when it was rewinding. The customer stated that he had dropped the insulin pump a week prior on the floor. Troubleshooting was done. The customer was able to complete the rewind sequence. The customer also stated that every time he pressed the esc button, the insulin pump would immediately go back to the rewind stage. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. The insulin was unable to verify excessive no delivery alarm due to prime anomaly. The motor passed motor test. The insulin pump received with cracked case at display window corner and minor scratches on display window.